Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no unexpected restart alarm or memory erased anomaly after battery change noted. The insulin pump passed unexpected restart error test. The insulin pump was received with minor scratched display window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed experienced an unexpected restart alarm. Customer's blood glucose reading was 84 mg/dl. Nothing further reported.